Event description:
The customer reported to olympus that the grastrovideoscope had a hole caused by needle insertion. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: residual fluid or foreign body from the forceps opening; a failure of a curved tube; a foreign object near the forceps stand (wire); residual fluid or foreign material from the instrument channel; and a foreign body from the distal end. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. Additional issues were identified during the device evaluation: insufficient angle; angle knob play; out of bending section; probe water cover; oredentions on universal cord actuator side; scratch on universal cord connector side; peeling of objective lens adhesive; scratch on acoustic lens; damaged acoustic lens; and chipped adhesion around acoustic lens. The customer reported that they did not clean, disinfect, or sterilize the device before it was sent to olympus for repair. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve years since the subject device was manufactured. Based on the results of the investigation, the residual fluid and foreign material from the instrument channel outlet, foreign material near the forceps elevator (wire), residual fluid and foreign material from the instrument channel, and a foreign body from the distal end were likely caused by insufficient cleaning due to the customer returning the device to olympus without reprocessing. The foreign material could not be identified. The root cause of the problem with the damaged bending tube could not be identified, and a probable cause was unknown. The events can be detected and prevented in accordance with the following sections of the instructions for use: ¿chapter 6: compatible reprocessing methods and chemical agents. Chapter 7: cleaning, disinfection, and sterilization procedures¿ olympus will continue to monitor the field performance of this device.